Event description:
Caller reported that at 12:00am on (B)(6) 2012, the customer's blood glucose measured 251 mg/dl, so a 0.5 unit insulin bolus was administered. At 7:32 am with bg of 233 mg/dl and for the 50 grams of carbohydrates in her breakfast, the customer was given another bolus of 3.7 units. Her bg continued to rise, reaching 383 mg/dl at 10:00 am (1.05 unit bolus) and 381 by 10:30 am (42 carbohydrate grams & 1.85 unit bolus). At lunch (12:22 pm) her bg measured 368 mg/dl and her meal was estimated to contain 52 grams of carbohydrates; a 2.75 unit bolus was given. By 3:10 pm her bg result was 425 mg/dl; she was given an additional 1.25 unit bolus and the device was removed. The caller observed blood in the cannula and that it was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it, or some other product condition, could have contributed to the reported high bg. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been effected. If you experience unexpected elevated blood glucose levels, change your pod." It advises " at least once a day, use the pod's viewing window to check the site," and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod. Then contact your healthcare provider for guidance."